Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose at device, referenced, is filed under a separate medwatch manufacturer report reference number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis noted both cuffs had been engaged with the needles and the link had been cut, therefore, the reported failure to deploy the suture could not be confirmed. The reported unwound knot was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy or unraveled knot incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose at device with a 6f sheath after an interventional endovascular procedure. Reportedly, the suture came out during suture harvesting and no knot was observed; a portion of the suture appeared to be an unwound knot. A second perclose at device was used and no pulsatile flow was seen. A 4x4 cm hematoma was observed on angiogram. The perclose at device was removed and a 6f sheath was placed. The hematoma was treated by manual compression. The physician performed a cut down to check for arterial damage, none was observed. Hemostasis was achieved by manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose at device. No additional information was provided.